Manufacturer narrative:
It was reported via medwatch report (B)(4), received on 10/28/2020 that a water syringe to a balloon port of a foley catheter snapped off inside the hub rendering the catheter unusable. Additional information received from facility representative. Reporter states a water syringe to a balloon port of a foley catheter snapped off inside the hub rendering the catheter unusable after the catheter had been inserted into (B)(6) male patient on (B)(6) 2020. Reporter states and new catheter had to be reinserted. Reporter states no report of serious injury. Reporter states, the sample is no longer available for return and evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported via medwatch report (B)(4), received on 10/28/2020 that a water syringe to a balloon port of a foley catheter snapped off inside the hub rendering the catheter unusable.